Manufacturer narrative:
Patient information not available for reporting. Date of irritation is not known; date of implant is not known; device explant was not reported. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the surgeon inquired as to the metal composition of the 4.0mm cannulated screw. The device was implanted on unknown date. Surgeon confirmed no allergic reaction to the device, but believes mechanical irritation from normal motion at the lisfranc¿s joint developed. It is not known if device was explanted. This report is for one (1) 4.0mm cannulated screw short thread 18mm this is report 1 of 1 for (B)(4).